Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse made electrical / mechanical adjustment to correct reported problem. The cable was reseated to resolve the issue. The system was tested and verified as ready for use. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be definitively established based on the information provided and fse's field evaluation. A possible cause may be attributed to improperly seated cable.

Event description:
It was reported that prior to the start of a da vinci-assisted gynecology surgical procedure, prior to administration of anesthesia and prior to first port placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 319 occurred. The tse confirmed repeated non-recoverable error 319 in the log pointing to axes controller platform (acp) 5 on patient side cart (psc). The customer stated that one of the staff bumped into the psc while moving it causing the cover at the back of the boom to be damaged. The tse had the customer perform hard power cycle with emergency power off (epo) the psc, but the issue was not resolved. The customer cancelled the robotic procedure. There was no patient involvement.